Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal morphine (25 mg/ml at 7.348 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient reported a decrease in pain relief over time and their daily dose was gradually titrated. It was further reported that volume discrepancy was not uncommon. During replacement, the expected reservoir volume was 15.3ml and the actual reservoir volume that was withdrawn was 18.5ml. There were no known environmental/external/patient factors that may have caused or contributed to the event. It was reported that the pump was replaced and the issue was resolved at the time of this report. The patient's status was "alive-no injury". The patient's weight and medical history at the time of the report were unknown.

Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.